Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device hadn¿t worked for about a year and they had just been taking pain medications. The patient stated that the pain level was higher than their pain medications so they wanted to meet with the rep to see if they could get the implant to turn back on or know what the next steps were. The patient also stated that the implant site was really heavy and uncomfortable. The patient mentioned that they had lost a lot of weight. They were redirected to follow-up with their healthcare provider (hcp) to check the batter and discuss the next steps. The issue began almost a year ago in 2018. The patient mentioned that their mother had passed away so they were focused on that which was why it had been so long since their device stopped working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were still having pain. They reported it never left and that they have nerve damage. The patient reported the pain was excruciating, and dragging down to their legs. Their pain was off the charts. No further complications reported/anticipated.